Event description:
It was reported that the pacemaker, right atrial lead, and right ventricular lead were dislodged. It was noted that under fluoroscopy the leads were wrapped over the device and may have been due to twiddlers syndrome. The entire system was explanted and replaced. The patient was in stable condition.